Event description:
A false high ipth advia centaur result was reported by the customer and was questioned by the physician. The high result did not fit the patient's clinical picture. There was no known report of patient treatment being altered or adverse health consequences due to the falsely low ipth test results.

Manufacturer narrative:
The patient samples 1, 2 and 3 drawn on (B)(6) 2009, were tested in-house. The high ipth results were confirmed and it was concluded that no specific reagent or calibrator lot was the cause for the high ipth patient result. A sample of the initial ipth result of 83.5 was not available. No conclusion can be drawn.